Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient had a baseline effusion that measured at 8mm. The closure device was deployed into the laa and after a full recapture was performed, it was noted that the effusion had increased to 14mm. The physician re-transfused the patient by cell saver. The procedure was aborted and the patient transferred to a non-intensive care unit room for monitoring. The patients vital signs remained stable.